Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was placed to technical services on 09/27/2017 stating that patient is having paroxsymal afib with intermittent loss of capture resulting in fallback ventricular pacing. Ventricular pacing between the variable ventricular conduction on that ventricular pacing that is probably the reason for the patient feeling palpatations. Went over the patient atr events with medical doctor. The pt had no ventricular events and not evidence of loss of capture noted. The following physician was dr (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).